Event description:
Procedure type: colectomy functional end to end anastomosis. According to the reporter: to close the opening of insertion, the device was used. During use, the knife stopped on the double-stapling part. The surgeon forcibly tried to fire, but the tissue slipped from the cartridge fork and the device could not be fired. All stapled parts were cut and sutured manually. There was oozing, tissue damage, and additional tissue loss. Operative time was extended more than 30 minutes. The pt is under observation at the time of reporting.

Manufacturer narrative:
(B)(4).